Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was giving their mother a bath and had to catch her when their mother fell off the side of the bathtub. They stated that they felt something up their spine, numbness from the middle of their thigh all the way to the bottom of their ribcage, and that every time the patient turned the ins on it was painful- even at low levels of stimulation they said it was painful. They were afraid that one of leads had moved because they were not supposed to bend or twist. They added that when the device was on they were experiencing nerve pain, like the shingles. They were wondering if it was an acute pinched nerve that's being exacerbated by the device or one of the leads. They said that they were still in the healing stages after implant because they had quite a bit of surgery pain. The patient had lost weight since the surgery and they reported that the ins was sticking out and noticed something bunched up underneath the scar on the patient's back where the ins was implanted. No further complications reported.